Manufacturer narrative:
Follow up report 001 ref to natus complaint # (B)(4). No associated capas. Complaint history review/trend analysis: (24 months review and percent of sales) 4 previously confirmed "integ-broke in use" complaints within the past two years. 44,454 nt821731c units sold within past two years. Failure rate = 0.01% product was sterilized and returned to natus. Root cause/failure investigation: the customer returned one eds device for evaluation. The evaluation conclusion is as follows: the stopcock has been broken apart by where the female luer is located. The breakage of the components indicates that the user applied excessive torque when operating the stopcock while simultaneously using aggressive cleaning agents that degrade the polycarbonate material. This combination leads to both physical stress on the stopcock and material deterioration, increasing the likelihood of failure. There could also be a potential chance that the user may have cross-threaded the stopcock with an external device/component, resulting in misalignment and increased stress. Failure mode: confirmed / stopcock breakage during use.

Event description:
Part nt821731c - cracking issue with the eds 3. Additional information provided by the customer "it was the stopcock closest to the patient. No injuries reported.

Manufacturer narrative:
Initial report ref to natus complaint # (B)(4). The lot number of the affected product was not provided by the customer. The affected product to be evaluated once it is returned to natus. Risk review: per (B)(4) rev 08 risk analysis spreadsheet, (ras) - natus eds 3 external drainage system hazard ID 5.12 cause - stopcocks: breakage of luer fitting effect (harm) - delay in patient treatment residual risk: medium the hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified.

Event description:
Part nt821731c - cracking issue with the eds 3. Additional information provided by the customer "it was the stopcock closest to the patient. No injuries reported.